Event description:
It was reported that one of the inflatable penile prosthesis (ipp) cylinders had an aneurysm. All components were explanted and a spectra penile prosthesis (spp) was implanted. No adverse patient effects.